Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced sustained hyperglycemia for several hours while using the ilet system, with cgm readings elevated despite no recent meals and approximately 5.5 units of insulin on board; the user inspected the infusion set for leakage, priming, and kinking (none), noted moderate ketones, and was advised that the ilet correction algorithm would address the elevation, with consideration of infusion set replacement or a manual insulin injection per the user¿s ketone action plan. Symptoms included hyperglycemia with moderate ketonemia. Outcomes included no hospitalization and no professional medical intervention. Investigation included user troubleshooting and education conducted by support. Investigation of this case revealed no device alarms and no confirmed hardware malfunction, with the cause of the hyperglycemia unclear. It was concluded that the event involved hyperglycemia of unclear cause with successful corrective guidance provided. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.